Event description:
A polaris valve was implanted in a pt in 2006 with set the pressure at 80 mmh2o. One month later, since the pt's condition was not improved (shrinking of the cerebral ventricles was not observed), the doctor changed the pressure to 40 mmh2o. However, cerebral ventricle did not shrink.

Manufacturer narrative:
The incident has been reported to manufacturer on 05/10/2007. Results of analysis will be developed in a follow-up report.